Event description:
It was reported that there was no gas flow while on a patient. No inspired o2 - reported, no chest movement of patient. No gas coming from the unit and no alarms sounded. Patient was bagged and device was removed from the room.

Manufacturer narrative:
The investigation was started and is not yet concluded. The investigation results will be reported in the MDR follow up report.